Event description:
In (B)(6) 2024 a patient in sweden underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. A health care professional reported that on (B)(6) 2025, the patient was admitted to the ward after undergoing an unspecified surgical procedure with an abdominal drain placement and drain to peg to relieve the abdomen for acute peritonitis. No further information was available.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.